Manufacturer narrative:
The account replaced the coiled cable but the issue remained. The account's engineer found the power supply board was only giving a battery charge of 9 volts. He replaced the power supply board to repair the bed.

Event description:
Info received indicates the bed has an 8 flash code. The account found the left coiled cable was frayed and bare wires were exposed.